Event description:
The customer reported to baxter health care regarding the vial mate reconstitution device in which a connection issue was observed. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "adapter becoming loose after they have tried to lock the vial mate" was confirmed. Visual inspection revealed that the sample was unlocked. Functional tests were performed. The vialmate was dismantled for further inspection. During examination it was noticed that the vialmate locking system was loose. Since the vialmate returned was already unlocked, the unlocking force could not be tested. A modification will be made on the product to increase the interference between the piston and the base. Hence, locking force will be increased. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.